Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The reported failure "low battery alarm and pump stop" occurred during patient use. A getinge field service technician was onsite to investigate the device in question. According to the service orders 172238 dated on 2020-1106 and 702242 dated on 2020-11-09 it was found that the ac switch at the back on the console was set to "off". Ac power resumed after turning the switch to "on". A functional check and a battery run time test was performed. Checked ac connection - ac power light on. Fully charge battery ~ 28 v. Running the machine on service set - normal. Battery operation > 90 minutes - test passed. Battery charging after plugging in ac. All tests passed. As stated in the problem description of the complaint that somehow switched the main switch to "off" during transport and this could be confirmed by the technician, the most probable root cause could be determined as a user error. The reported failure "low battery alarm and pump stop" occurred during patient use and could be confirmed but not a product related malfunction. The device was directly involved in the event. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported from a customer from (B)(6) that the rotaflow console alarmed low battery alarm, and then, shut down during patient use when ac power cable was plugged in. Users could not switch on the machine again even ac cable was connected. They could not return the machine to operate on ac so they turned to use the emergency drive to maintain the flow while preparing a hls set to switch to use cardio help. In the end, it was successful to switch to cardio help. The patient was not injured or has any adverse events due to this event. No indication of actual, or potential for harm or death reported. Getinge engineer checked the rotaflow. Machine could be switched on using battery but with very low battery voltage, only 20.x v and then dropped to low battery alarm. The machine was switched off and connected to ac by plugging in ac cable. The ac light in the front did not light up. It was discovered that the mains circuit breaker at the back was in off position. After switching on the button, ac power light was up. The rotaflow was able to switch on with ac. Battery charging light was up later on also. Since the patient has been transported to do CT-scan around 2 hours ago before the event, rotaflow was unplugged at that time to go with the patient. Therefore, it is suspected that during this period of transport, the mains circuit breaker was somehow switched to off position. It was not aware by the nurse that the machine was still on battery mode when the patient was returned to ward with ac cable connected again. After 2 hours, the battery used up and low battery alarm was sounded. The nurses could not return the machine to operate in ac as they did not know there was a mains circuit breaker at the back and it was off. Therefore, the machine shutdown in the end. Complaint ID: (B)(4).